Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had blocked channels. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a nylon bristle-like material protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a nylon bristle-like material protruding from the air/water nozzle. In addition to the reportable malfunction, the following were noted: the light cover glasses were cracked; the light cover glass adhesive was worn; the optical cover glass was chipped; the optical cover glass adhesive was worn; the distal end cap and adhesive were worn; the aspiration housing colored ring was worn; switch 1 button was worn; due to clogging of the nozzle, water supply and removal ability did not meet the standard values; the bending angle in up/down and right/left directions did not meet the standard values and the play of upward/downward angulation control knob was out of the standard value; the device did not pass the electrical safety test. While the customer was trained by olympus to reprocess the device in accordance with the IFU, the customer was not willing to provide any additional information regarding reprocessing practices. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.